Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, damage to the implant collar was identified. Bone debris on external threads. The implants collar was fractured. There seems to be a fractured screw stuck inside the implant. DHR review was completed for the subject lot number 62883728. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62883728 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects an implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction a device malfunction did occur. The implant was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant fractured and was removed. Tooth location 36. Pain reported as a consequence of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k013227.